Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) alert was triggered for the right ventricular (rv) lead due to sensing integrity counter (sic) and lead impedance variation. There were also alerts triggered for high rv thresholds and for high and undefined pacing impedances. The lead also exhibited oversensing and noise episodes. A possible lead fracture was suspected. The patient came to the clinic were detections were turned off and then the patient was scheduled for a lead revision. At the lead revision procedure, the rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory also indicated the criteria for the right ventricular lead integrity alert were met, the impedance of the right ventricular pacing lead was beyond the expected upper range, pacing capture threshold in the right ventricle was elevated and oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.